Event description:
The heel warmer was activated. It exploded across the room onto the couch and a little bit went onto a patient visitor. No harm to the patient, visitor, or staff in this case.this facility has had 9+ reports with these devices within the last month. Previous product has been returned to the manufactuer. Staff do not know why this is occurring: excessive force was not used. The packaging for the device was intact prior to use.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.